Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical record review: the culture confirmed increased white blood cells but did not provide any relations between the event and fmc products. It was more likely due to touch contamination.

Event description:
A peritoneal dialysis patient's caretaker called into tech services with an operational question. During this call, it was reported that the patient had an infection. A follow up call was made to the patient's peritoneal dialysis nurse. The patient was diagnosed with touch contamination peritonitis on (B)(6) 2015. The patient was treated with intra-peritoneal vancomycin and ceftin per the clinic protocol. The peritoneal dialysis nurse stated that the patient has poor technique, and has been re-educated.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.